Event description:
The affiliate alleged the customer reported a patient with a clinical presentation of vitamin b12 deficiency (pernicious anaemia) produced a normal vitamin b12 level involving access 2 immunoassay system. This is report number four of four referencing system serial number (B)(4). The sample produced a strongly positive result for antibody against intrinsic factor (if) by an alternate methodology. The erroneous result was not reported out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc. In europe with the patient sample for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Sample and centrifugation information was not provided. System check and quality control (qc) data was not supplied by the customer. Customer product line support (cpls) laboratory tested the patient sample and repeated vitamin b12 and intrinsic factor antibody (ifab) customer's results. Cpls could not determine whether interference was due to ifab or heterophile antibodies. The cause of the erroneous result is unknown. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. The access vitamin b12 results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, data from additional tests and other appropriate information. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-02090, 02134, and 02091.